Event description:
Or (operating room) switched to medline gloves and since switching providers have noted multiple issues with the way the gloves fit. The fingers are too long, when sizing down they are extremely tight, and the gloves tear very easily causing surgeons to have to switch gloves several times during operations. Surgeons have noted a change in dexterity and that they cannot feel anatomic surfaces as well with these gloves either.